Event description:
It was reported that during a ptca procedure for instent restenosis, the procedure started with a 29/3.5mm maxxum that was successfully inflated multiple times. The physician then went to the 29/4.0mm maxxum which ruptured at 12-14 atm's. While attempting to remove the balloon became stuck in the stent. Pt started to experience chest pains. The physician pulled harder for removal and the distal portion of the balloon remained in the patient (it was noted that the balloon portion that was left on the shaft appeared to have ruptured circumferentially). Pt had 3 episodes of v-tach was shocked twice and brought back. Pt was put on a balloon pump and deemed stable enough for surgery. The pericardium from previous bypass had scar tissue that had adhered to the chest wall. While cracking open the chest, the right ventricle was severed and the patient died.